Event description:
X-rays revealed that the tibial tray had broken requiring revision surgery to remove and replace.

Manufacturer narrative:
H3: evaluation summary - examination suggests that fracture may have been caused by a lack of bony support under the affected side of the plate. The articular surface wear pattern suggests malrotation of the femur and combined with the weight of the pt, may have contributed to the tibial plate fracture. H6: evaluation codes - the tibial tray has broken and the atricular surface has an unusual wear pattern and damage. The measurable affected dimensions meet specifications. The manufacturing records and raw material lab records conform.